Event description:
It was reported that the patient had experienced seizures with a longer seizure duration as soon as the patient's battery had entered the 8-15% battery status indicator. The patient's device was replaced as a result. The explanted generator was noted to be discarded. No other relevant information has been received to date.